Event description:
Philips received a complaint by the customer on the v60 indicating that the screen malfunctioned. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the touchscreen had malfunctioned due to an issue with the key plate. Per good faith effort (gfe) response, the customer inquired a third party to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6) hospital.